Event description:
It was reported that the left ventricular lead experienced oversensing, and eventual loss of capture, due to a "connection issue" that may have occurred on a previous procedure. The lead was replaced with an already existing lead that had been previously capped. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.